Event description:
It was reported that this right atrial lead was part of a system revision due to bacteremia. The patient was treated with intravenous antibiotics. The bacteremia caused endocarditis with vegetation that affected a lead. There were no additional adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).